Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was 280 mg/dl. Customer was able to load a new cartridge successfully and resume insulin delivery. Reportedly, the customer's blood glucose level decreased to 160 mg/dl after administering a correction bolus. The customer expected blood glucose level to drop within target range.